Event description:
It was reported while using the panel phoenix nmic/ID-307, a patient sample was incorrectly identified. There was no report of patient impact.

Manufacturer narrative:
"B3. Date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number: 449289) batch number: unknown. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary." This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA: 11910483.